Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would fail intermittently and would reboot every time. A field service engineer ran the hardware test application (hta), confirmed that all pockets opened and released, powered down the station, removed the drawer, replaced the controller board, and then powered the station back on, after which the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.2 failed. The customer attempted to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care due to user was unable to get the medications out. There were no adverse events or injuries reported based on this event.